Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response and button error alarm due to moisture damage on keypad traces. There was no moisture damage on the electronic assembly or motor. The pump was missing the end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 238 mg/dl at the time of incident. The customer's mother stated that the pump alarmed button error. She stated that the customer was at the amusement park and it started to rain. She was advised to disconnect from the insulin pump and revert to back-up plan. She was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.